Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a nonfunctioning spinal cord stimulator pulse generator (battery) in the face of chronic pain and post laminectomy syndrome on (B)(6) 2016. The old implantable neurostimulator was removed and replaced with a programmable rechargeable spinal cord stimulator pulse generator with complex analysis and programming. Blood loss was minimal and there were no complications. The impedances were tested on the new implantable neurostimulator and it was satisfactory and there was good connectivity. The new implantable neurostimulator was reprogrammed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.